Manufacturer narrative:
Unit received with blank display. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to blank display. Unit was unable to download using thump software. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that cracked lcd glass and bleeding on screen were noted not allowing unit to further investigate blank display testing. During visual inspection under microscope a crack was found on the u6 chip causing the blank display. Isolate electronic assemblies. All connectors were plugged in properly. No moisture damage noted during visual inspection. Unit also receive with missing display window/cover, cracked lcd window, keypad overlay texture damage, cracked keypad overlay, broken battery tube threads, cracked case (battery tube), label damage (stained), cracked case, scratched case and stained keypad overlay. In conclusion, blank display due to cracked lcd glass and bleeding on screen. Isolate to electronic assemblies. Unable to confirm high bg. Cosmetic damage confirmed at the battery compartment during visual inspection when cracked battery tube case and broken battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 441 mg/dl. The customer reported no other symptoms. Customer also alleged cosmetic damage to the pump and a blank display. Troubleshooting was partially performed. It was found that the customer has treated the high blood glucose event with the insulin pump. It was unknown if the customer was using the insulin pump within 48 hours of the reported event. The auto-mode feature was not active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.